Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Per photographic evaluation: upon visual inspection of two photos, the following was observed: the photo shows two drawing on a paper from top view and one clip drawing is cross and the second clip drawing appears to be no properly formed. The drawing does not provide enough evidence. Based on the photo alone the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that clips from ligamax (item code: el5ml) were failure to clip completely intra-op. Another device, endoloop ligature was used to complete the procedure with no issue. The surgery was delayed by 2- minutes. There was no reported impact to surgery or patient.

Manufacturer narrative:
(B)(4).batch # pc-000534619. Investigation summary: the analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 4 conforming clips. Upon testing, the jaws opened and closed without any difficulties. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. In addition, a photo of a drawing was received for review. Upon visual inspection of photo, the following was observed: the photo shows two drawings on a paper from top view and one clip drawing is crossed and the second clip drawing appears to be not properly formed. Drawings did not provide enough evidence, therefore based on the photo alone, the event described cannot be confirmed. Please refer to the device analysis above for full analysis details and conclusion. A manufacturing record evaluation was performed for the finished device lot and batch number and no non-conformance's were identified.